Event description:
Per contact, the first band fired successfully. On bands 2, 3, 4 and 5 the bands would not capture the varice even though the md had good suction. Looking at the product after removal from the pt, it was noticed that the string was frayed and the sheath remained in the scope. Procedure was completed with sclerotherapy.